Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification showed minimal electrode wear with dried tissue present on the tip. There is discoloration present on the tip due to activation of the device. There were no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and saline flowed through-out the line as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as several factors could have led to the suction becoming clogged. It is possible that the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. Clogging of the wand suction is typically caused by large, ablated tissue remnants. Periodically wiping the unactivated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation foot pedal to flush the suction port. If the wand remains clogged, a 10-20cc syringe filled with saline may also be used to back flush the suction port. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coblator essentially became blocked without any bending or manipulation at all, suction flow didn't work adequately and the device cannot cauterize as required. No patient injury was reported.